Manufacturer narrative:
Unit passed rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/ compromised force sensor system test due to faulty fsr (gold). The motor was tested outside the device and passed.

Event description:
The customer reported via phone call the insulin pump was not working. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. The troubleshoot was done but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.